Event description:
Additional information was reported that the patient was last seen in the physician's office in 2008. No information in regards to her death was known.

Event description:
It was reported that patient died (B)(6) 2012. The cause of death was an infected bladder area and other complications stemming from the infection. It was unclear if the cause of death was device related. It was reported that the device had never been reprogrammed or adjusted, and that the patient had to urinate frequently at night. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28 lot# v042808 serial# implanted: (B)(6) 2007 explanted:; product typ lead product ID 3037 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted:; product typ programmer, patient. (B)(4).